Event description:
Lead warning for rv ttc. Alert: rvtip to rvcoil lead impedance warning on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).